Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer is reporting that the nurse call cable is not sounding with this alarm. Nurse call cable has been tested with another alarm, worked fine. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Product was received with scratches and site stickers on the exterior housing. The led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. The reported issue of the alarm not sounding was confirmed. The unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to a broken pin 3 inside the nurse call receptacle. Being that the unit has been in use for more than 5 years, it is unlikely that a manufacturing non-conformity contributed to the reported issue, and the likely cause of the event is normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file (B)(4).

Event description:
Supplemental required for additional information.